Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery (rca). The liberte monorail stent dislodged while attempting to stent the rca and was removed with a snare. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.